Manufacturer narrative:
A field service engineer (fse) went onsite for further investigation. The fse replaced the central processing unit (cpu) printed circuit board assembly (pcba) and confirmed the reported issue was resolved. The device passed required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint by the customer on the v60 indicating that the backup alarm failed. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Repair is currently pending.

Manufacturer narrative:
E1 reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Manufacturer narrative:
The removed central processing unit (cpu) printed circuit board assembly (pcba) was returned to the product investigation lab (pil). Pil verified the reported error code in the log retrieved from service. The error code was unable to be duplicated at pil with the suspected cpu pcba on the standard test bed (stb). Pil confirmed the visual and audible alarms operated without issue when the ventilator was tested in a no power/hardware power fail state. The cpu pcba passed all engineering tests and all voltages required for the proper operation of the system are within specifications. Pil then confirmed that the secondary speaker functioned as expected with 10 volt direct current (vdc) applied. This cpu pcba was verified to be functional with no error.